Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead had a gradual increase in the ventricular pacing impedance. The physician "suspected subclavian crush due to the difficulty in advancing the extraction sleeve past the clavicle". This lead was replaced with a linox s 65, (B) (4).